Event description:
It was reported to philips that the system's c-arm was unable to perform propeller movement. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary procedure. The procedure was completed by restarting the system several times. It was reported to philips that c-arm was unable to perform propeller movement. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that propeller did not work. The fse checked the system logfile onsite and found intermittent propeller error. On further troubleshooting, fse found a loose p2 connector on the 1spc servo board. To resolve the issue fse reseated and secured the connectors and performed longitudinal position and motor current calibration. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.